Event description:
It was reported that during a follow-up when the device was interrogated, post-paced t wave oversensing was observed. Programming changes were made. There were no adverse health consequences to the patient.